Event description:
Pt was shocked twice for noise on rv lead. Hv lead impedance was noted to be 19 ohms. Technical support at sjm advised may be possible inner insulation breach. Pt was admitted. Dates of use: (B)(6) 2002 - (B)(6) 2011. Reason for use: ventricular tachycardia.